Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Method: labeling reviewed. Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in mfg to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and add'l instructions to ensure the wrench was fully inserted. These add'l instructions have been included in the newest reply instructions for use (section 5.5 for reply dr IFU - excerpt attached). For a visual example of the proper lead connection procedure, please refer to the video posted on the pacemaker medical professional section of the sorin group cardiac rhythm management website (http://www.sorin-crm.com). The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured after this sterilization lot (lot no 2322). Consequently, this hypothesis is rejected for this specified device. Nevertheless, this case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.

Event description:
Connection issues during the implantation procedure at ventricular level. However, pacing was confirmed. Nevertheless, the setscrew was unscrewed and re-tightened; a click of the screwdriver was heard during that second attempt and the pacemaker was kept implanted.